Event description:
It was reported that the atrial lead exhibited noise, inappropriate mode switch, and fluctuated sensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis found insulation abrasion at 35cm from the lead tip. The abrasion is consistent with that of exposure to friction with another implantable device. This could have caused the reported noise problem.